Manufacturer narrative:
For the investigation the logfiles and the service report were provided. According to the logfile-analysis the device detected on (B)(6) 2018 an airway pressure above the set alarm limit for a certain time period. In this case the evita xl reduces the airway pressure by opening the safety valve. The reported device failure was confirmed during logfile analysis. In this case the device generates an alarm and performs a warmstart, even though the airway pressure has already been reduced. In the event of a warmstart the device briefly powers off and back on again. During this time the safety valve opens in order to allow spontaneous breathing, an audible alarm is generated. A successful warmstart lasts for about 8 seconds. The device continues ventilation with the previous settings afterwards. This device failure is known from older software versions. The software developed in 2010 did solve the problem.

Event description:
It was reported that the screen went blank and came back on with an error code - there was no injury to said patient.